Event description:
This case, reported by a physician internist via a sales representative, regards an outpatient of unknown age who experienced an increased blood sugar level while using a humapen ergo (unknown) to delivery insulin. The pt was taking an unspecified type and formulation of human insulin four times per day, including human regular insulin (humacart r) with humapen ergo, before each meal, for an unspecified indication. Pt's past medical history and concomitant medications were unknown. During the last three months (2000), the patient's glycosylated hemoglobin level had rapidly increased (unknown). It was reported that the pt had been using the pen correctly, and no obvious defect was noted on the pen. At the time of this report, the event outcome was unknown. Humacart r and other unspecified type and formulation of human insulin was continued. The reporting physician assessed the event as serious (other reason), and would like to provide the causality assessments for the drug and the pen, after receiving the results of the quality control examination. Additional info is being requested. Update: 21-mar-2001: added cioms; corrective narrative. This complaint is associated with cid (unknown).